Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there screen was harder to see and insulin pump squirting insulin when priming and died unexpectedly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had diminished battery life, cap was not tightening, screen was hazy and dimmer, humming when rewinding and lost settings. The insulin pump will not be returned for analysis.